Event description:
It was reported that before use on patient, the cardiosave intra-aortic balloon pump (iabp) unit power cord would not pull out. The nurse called from the cicu where she just received a patient and she was unable to pull the power cord out to plug it into the outlet. She had a backup pump available that she was going to switch the patient to that one would not retract. There was no patient harm. Related complaint (B)(4). /medwatch 2249723-2023-03638.

Manufacturer narrative:
(Event site email ID: (B)(6)). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had power cord / plug failure. Getinge field service engineer (fse) confirmed unwrapped power cord from where it was internally wrapped. Fse fixed the issue. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit power cord would not retract . The nurse called from the cicu where she just received a patient and she was unable to pull the power cord out to plug it into the outlet. She had a backup pump available that she was going to switch the patient to. There was no patient harm reported.